Event description:
Customer reported the system is displaying a battery charge warning message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the battery charger. System operates as intended. This MDR is related to ge healthcare complaint number.